Event description:
It was reported that, during a meniscus repair surgery, when trying to perform the meniscus suture, the specialists did not have success as the used fast fix 360 only had 1 peak. In consequence, the t1 implant was removed from the patient, since the t2 implant could not be deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 72202468 fast fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a meniscus repair surgery, when trying to perform the meniscus suture, the specialists did not have success as the used fast fix 360 only had 1 peak. In consequence, the t1 implant was removed from the patient, since the t2 implant could not be deployed¿. Visual assessment showed insertion needle was bent. The depth limiter was cut to surgeon¿s desired length. T1 and t2 werenot returned for evaluation. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. A review of the complaint and manufacturing records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not returned for evaluation. Due to product unavailability, evaluation was limited. If additional information becomes available, the complaint may be revisited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Instruction for use contains precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instruction for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.